Event description:
This rv lead was implanted on (B)(6) 1996 and was capped on (B)(6) 2012 due to threshold of 3v unipolar. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).